Manufacturer narrative:
The device was in use for treatment. The lead was capped after being in service for approximately 22 years, 1 month; therefore it will not be returned for analysis. As a result, the clinical observation could not be confirmed. Based upon the implant date of this lead (1996), the device history record for this lead model is beyond oscor's record retention period. Inspection procedures require any oscor product to pass all in-process and qa final inspection before shipping to the customer. Controls are in place during manufacturing for electrical and visual verification. In addition, qa in-process and final inspection verify the electrical resistance is checked with a multimeter and readings are documented in the work order. Per qa procedure, permanent pacing lead final inspection, the device is verified 100 percent for electrical and visual function. As stated in the procedure. "Electrical function: electrical resistance has to be checked with a multimeter. Record ohms readings on work order. Note: on py leads, use helix to connector pin as contact. "D" dimensions (is-1 connectors): measure d dimension using optical comparator. Tubing inspection and criteria: all tubing will be inspected according to procedure, "criteria/inspection of polyurethane and silicone tubing". The electrodes should be clean and have no adhesive or other residue. Electrodes should be smooth and free of scratches. (Check with z foam dampened with alcohol.)" The py series instructions for use (IFU) informs the user of long term clinical experience for acute and chronic data measurements for sensing threshold and impedance. The instructions for use (IFU) informs the user of these possible complications: with the use of endocardial leads, complications might occur during implantation, explantation, or at any time postoperatively and may require non-invasive or invasive techniques for management, as determined by the clinical judgment of the physician. Intermittent or continuous loss of pacing or sensing can be caused by a displacement of the electrode, unsatisfactory electrode position, breakage of the conductor or its insulation, an increase in thresholds, or poor electrical connection to the pulse generator. In addition, the IFU provides the user product awareness: the pacing leads are implanted in the extremely hostile environment of the human body. Because the leads are very small in diameter and must be very flexible, it inevitably reduces their potential performance and longevity. Leads may fail to function for a variety of causes, including medical complications, body rejection phenomenon, fibrotic tissue problem, or a failure of lead by damage, fracture, or by breach of their insulation. Despite of all care in design, component quality, manufacture and testing prior to sale, leads may be damaged by improper handling, use, placement or other intervening facts. The IFU precautions the user: perform procedure under fluoroscopic guidance. A CAPA is not required. This lead is no longer manufactured by oscor. Oscor will continue to monitor this device for complaint trends. The event will be re-evaluated if additional information becomes available.

Event description:
The competitors device was explanted due to normal battery depletion. The atrial lead was capped due to product performance issue. It was also reported the device was explanted and the lead was capped/abandoned due to noise, oversensing, low pacing impedance less than 200 ohms and high pacing thresholds. Tested atrial lead once, taking it out of competitors can- no signal at all bipolar (lead was set to unipolar via chicago clinic a couple of years ago) and in unipolar we saw noise, high pacing output and impedance 190 ohms. Decided to drop new a lead.